Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, the rubber sheath on non-patient needle did not retract, causing leakage during collection. No patient and user impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, the rubber sheath on non-patient needle did not retract, causing leakage during collection. No patient and user impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 29-jan-2025. Investigation summary: bd received one shelf pack of customer samples for investigation. Out of these, thirty customer samples were randomly selected and subjected to functional tests using 10 tubes per needle to assess the functionality of the device. One sample failed testing due to sleeve leakage observed from poor sleeve recovery. Additionally, 30 retained samples were subjected to functional tests using 10 tubes per needle to assess the functionality of the device. Three of the retained samples failed testing due to sleeve leakage observed from poor sleeve recovery. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.